Event description:
It was reported by the surgeon that the patient underwent a right upper thigh gluteal burn scar deformity procedure in 1998 at a hospital. As per the surgeon, after the surgery the plaintiff developed a tissue reaction to the suture. 2-0 pds and 4-0 pds were used after bipolar hemostasis. Also used were staples and histoacryl. An air strip dressing was applied over these. The procedure was well tolerated. The scar was described as being 15cm by 4 cm and located in the gluteal region and proximal thigh. Reportedly pre-existing areas of periodic inflammation were present on the scar.